Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient having difficult time charging. They would get an ¿excellent¿ connection and then charging would stop or is interrupted after a matter of seconds. Patient called customer service and has received a new cable and programmer, but the issue remains unresolved. The patient is frustrated because charging is taking hours to complete. Connection switches from excellent t disconnected in a matter of seconds without pt moving.

Manufacturer narrative:
Section b5 updated. Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient was received that this was their 3rd cord they received they have had to get since their implant (B)(6) 2024. Patient said that their cord would shut off the machine by barely moving it. Took nearly one and half hour to charge. Patient said that their rep got them a new cord and they called to get another one and their device still take one and half hour to charge even with new cord. Patient said the issue was not resolved and they are planning to call again.